Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was showing a code 1005 indicative of indicative of an open circuit condition during shock delivery. Technical services (ts) was consulted and noted chronic noise and electromagnetic interference (emi) in shock lead and recommended possible testing options, a lead issue is suspected. Tachychardia therapy was turned off. This ICD system remains implanted. No adverse patient effects were reported. The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was showing a code 1005 indicative of indicative of an open circuit condition during shock delivery. Technical services (ts) was consulted and noted chronic noise and electromagnetic interference (emi) in shock lead and recommended possible testing options, a lead issue is suspected. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was showing a code 1005 indicative of indicative of an open circuit condition during shock delivery. Technical services (ts) was consulted and noted chronic noise and electromagnetic interference (emi) in shock lead and recommended possible testing options, a lead issue is suspected. Tachychardia therapy was turned off. This ICD system remains implanted. No adverse patient effects were reported. Additional information was received and noise was exhibited and an inappropriate shock was delivered. Impedance spikes were also reported. This ICD system remains in service. No additional adverse patient effects were reported.